Event description:
On 24-nov-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.16 ng/l on a patient with elevated heart rate in 150s.. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested result sample dxi (B)(6) 2023, 12:09 , 12:42 , 0.03 ng/ml, a. I-stat (B)(6) 2023, 13:50 , 13:59 , 0.16 ng/ml , b. Dxi (B)(6) 2023, 13:50 , 14:28 , 0.03 ng/ml , b spun sample. Critical cutoff: I-stat and lab: > 0.06 . Dxi beckman > 0.03. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-mar-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. No deficiency has been identified for ctni cartridge lot b23142a. Although the cartridge lot was assembled with tape gasket that was not manufactured as intended, the cartridge lot was released with an accept-for-use disposition and post-disposition retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure).